Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19-jun-2019 with the following findings: during investigation, the black box showed no evidence of the power loss but pump information from date of pi had been overwritten. The battery compartment was cracked below and above grip pad. Battery cap threads damaged/stripped. The battery cap contacts were within specification. The battery cap was able to be secured to the pump. The pump was exercised for 12 hours with no power issues or alarms occurring. The pump was opened, and no damage or moisture found to power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter denied any damage to the pump and stated the battery cap secured properly to the pump. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.